Event description:
Case description: in 12/2000, a report was rec'd of a possible diopter problem with ceeon lens model 920, batch number 081e. On 01/2001, a recall was instituted of the lenses that had not been implanted. As a result of the recall, the co performed a search in the device tracking database to determine if any pts had this particular lens/diopter implanted. In follow-up with a physician on 02/2001, to determine if the pt had any device related problems, he reported a pt who underwent cataract extraction (right eye) with implant of ceeon lens model 920/18.00 diopter in 2000. Post-operatively, the pt was 5 diopters myoptic and was unable to drive. Pt was fitted with a contact lens and has functioned well. The physician is recommending lasik treatment rather than a lens explant/implant. No intervention has been done at the time of the report. Follow up rec'd 07/2001: the physician reported that the pt underwent lasik surgery in 2000. Pt also underwent a yag capsulotomy and had punctal plugs placed to prevent dry eyes. The pt's condition has improved with a bilateral visual acuity of 20/80. This report has been upgraded to serious based upon intervention to prevent permanent impairment/damage.